Event description:
It was reported to boston scientific corporation that a hyrdothermablator procedure set was used during therapeutic hydrothermal ablation (hta) procedure in 2008. (Patient age and weight are unknown). According to the complainant, during the procedure, a 10cc fluid loss occurred. A good cervical seal was achieved temporarily, however the sheath moved and the physician could not maintain a tight cervical seal. Saline leaked out of the patient resulting in a burn to the vagina, described as "red-spot", (characteristics and severity are unknown). As a result of this event, the physician aborted the procedure. The burn appeared minor and the patient was given silvadene cream to take home if needed. The physician stated the patient is doing fine upon a follow up visit.

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Device disposed of.